Manufacturer narrative:
Insulin pump received a motor error alarms during occlusion test due to faulty forced sensor resistor; however, unit passed displacement, prime/delivery, basic occlusion and no delivery tests. Unit had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 142 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer also received a motor error alarm. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer was advised that insulin pump would need to be replaced.